Event description:
It was reported by service report that the power cord failed the electrical test. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: main power cord failed electrical test and decreased grounding capabilities.